Manufacturer narrative:
Device not returned.

Event description:
It was reported that the balloon catheter could not be deflated. No patient consequences reported. No additional information was provided.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimension and functional testing could not be performed. In case of this complaint, while there are several potential causes for the reported issue, but because review of available information failed to identify a definitive cause and since the product was not returned for analysis, a cause of undetermined was assigned to the as reported issue 'nv - balloon difficult/unable to deflate'. Expiration date: added. Manufacturing date: added.

Event description:
It was reported that the balloon catheter could not be deflated. No patient consequences reported. No additional information was provided.